Event description:
Dexcom g6 did not alert to high glucose values (>400mg/dl) from 0234 - 0720. Child and caregivers were not alerted to high glucose values leading child to have blood ketones of 3.7 mmol/l, severe vomiting and overall being unwell. Hospitalization avoided only due to being in an environment with endocrinologist on site to manage signs and symptoms of dka.